Manufacturer narrative:
(B)(4). Foreign country: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a developing pseudotumor was found through CT and ultrasound. A revision was performed due to right hip instability. The pseudocapsule was removed, no damage was found to the trunnion, and the surrounding tissue was healthy. The shell was removed and the acetabulum reconstructed. A new shell, liner, and head were placed, with noted stable range of motion and stability. No complications occurred. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00447, 0002648920 - 2021 - 00448, 0002648920 - 2021 - 00449.

Event description:
It was reported that the patient underwent a right hip arthroplasty. Subsequently the patient was revised approximately 10 years and 8 months later due to instability. During the revision, a pseudocapsule was noted, no damage/corrosion to trunnion or tissue, and no signs of metal debris. The shell, liner and head were exchanged without complications. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. H6: component code: mechanical (g04)-stem. Additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a CT scan was suggestive of a pseudotumor formation, with right hip instability and confirmed pseudotumor formation. The patient was reported to be healing well one year post CT scan. The reported issue was confirmed based on the provided medical records. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.